Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the patient went to the hospital for evaluation of the catheter. On examination, it was observed that the internal metal rod had moved 12cm up toward the exit point of the catheter. The catheter was removed. The administration of tpn was delayed but there was no reported patient injury.

Event description:
It was reported that the patient went to the hospital for evaluation of the catheter. On examination, it was observed that the internal metal rod had moved 12cm up toward the exit point of the catheter. The catheter was removed. The administration of tpn was delayed but there was no reported patient injury.

Manufacturer narrative:
It was identified that the FDA rn number 2020394 was incorrect and the correct FDA rn number is 3006260740. This MDR number 2020394-2018-00534 will not be changed on the emdr, so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 9.6 fr s/l hickman external repair -white connector set was returned for evaluation. Visual, microscopic, functional, and dimensional evaluations were performed. The complaint of stent migration is confirmed, as a repair was found on the returned product and the stent was observed approximately 10.2 cm from the distal end of the repair. The glue fillet was not complete on the distal end of the repair and the glue was peeling away from the repair. No adhesive was apparent either on the distal interior of the repair joint or on the stent itself. The stent appears to be within dimensional specifications for inner diameter, outer diameter, and length. The length of the repair section from proximal end of the luer adaptor to the distal end of the tubing appears to be in specification, that is, it does not appear to have been trimmed. The manufactured adhesive fillet appears to be present. Two pinholes extending through the tubing were found distal to the repair site. The definitive root cause could not be determined based upon available information, but it is possible that procedural issues contributed to the reported event. The presence of adhesive on the repair stent or the distal end of the joint was not observed, possibly signifying that glue was not properly applied to the stent prior to assembly by the customer. In addition, deficiency in glue application under the splice sleeve was noted on the distal side of the repair. If glue were not properly applied on the stent, this would have contributed to the observed stent migration. Other possible factors include excessive pressurization and/or manipulation of the repair joint. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2018).